Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. The patient effect of thrombosis is listed in the perclose proglide instructions for use as a potential adverse event of use of the device and the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. User facility voluntary medwatch report number: mw5081978. [Sus voluntary event report (B)(6)].

Event description:
User facility medwatch report received that states: pt was admitted with chest pain and underwent a cardiac cath. At the end of the procedure, the closure device failed and broke off within the femoral artery. Attempts to remove in the cath lab were unsuccessful and he went to operating room emergently for retrieval of the broken portion of the closure device and thromboembolectomy of the right lower extremity.